Event description:
Dealer states the gearboxes are leaking due to caps coming off on this m51 power chair. The wheels are seizing up and he has to replace the whole wheel assemblies if they get moisture on them